Event description:
It was reported by end user that the seat upholstery is ripping and the arm pads are cracked. She also states the wheels are worn and has had the unit since 2012. The end user cannot find the serial number.